Event description:
It was reported that during the implant procedure physician extended helix in a couple of places in right ventricular (rv) without good numbers. It was noted there was tissue in helix and difficult anatomy. The lead helix was unable to retracted. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.